Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a catheter placed on (B)(6) 2016 in a (B)(6) female patient had a hole at the connection of the catheter hub resulting in leakage. The catheter was removed and a replacement total parenteral nutrition catheter was placed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. A review of the complaint history, device history record, and specifications was conducted. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode.